Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, company representative reported infusion device was "no longer working," and pt was in the hospital. No additional details were given to company representative, including whether hospitalization was due to complaint against infusion device. Three follow-up calls were made to pt, but these were unsuccessful. Messages were left to contact technical support. Follow-up letter was also sent. No product will be returned for eval at this time.